Manufacturer narrative:
Other devices used: catalog #00576401551, nexgen lps-flex gsf femoral component, lot #62479722 - manufactured by zimmer (B)(4). The following were manufactured by zimmer (B)(4). Catalog #00597206529, nexgen all poly patella, lot #62460881. Catalog #00598003701, nexgen stemmed precoat tibial component, lot #62517782.

Manufacturer narrative:
A product history search identified no other complaint for the part and lot combination of any of the related components. Review of the operative notes for the primary surgery found that postsurgical xrays demonstrated the cemented femoral and tibial components were in satisfactory position. Per the package inserts of the related components, pain, swelling, inflammation, and dislocation and/or joint instability are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling, limping, a crunching noise and the knee gives out.